Event description:
The customer reported that the system did not xray. A reboot did not correct the problem. No patient injury was reported.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer. (B) (4)